Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that thrombosis on the right ventricular (rv) lead was observed and warfarin was prescribed. The outcome was resolved and the rv lead remains in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial ((B)(4)) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Further information was obtained, which indicated a mass on the rv lead was observed. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.